Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 75-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After repositioning procedure, high purge pressure alarms were noted. Upon inspection of the purge tubing and catheter, a twist and kink were noted on the impella catheter (cm marker 99-93). The decision to remove the impella was made and the patient was stable.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the initial report was submitted. The product was not returned for investigation. According to clinical details, bleeding was reported from multiple access sites. High purge pressure related alarm was observed during impella use. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the access site bleeding issue was most likely patient condition related since the bleeding was reported form multiple access site.